Event description:
During the placement of a hickman catheter, the cuff of the hickman came off of the catheter when trying to place it through the sheath. Another new hickman placed instead, and the patient was not harmed.